Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.¿

Event description:
During follow-up, an error message was display following interrogation of the device. The issue was resolved by reprogramming the device. The patient was in stable condition.

Event description:
Additional information received indicated the device entered backup mode. The issue was resolved by reprogramming the device.